Event description:
It was reported that the device exhibited premature eri. The battery voltage in (B)(6) 2014 was in normal range and interrogation was possible, however during the device change-out, it was not possible to obtain high voltage lead impedance measurements or to deactivate tachy therapy. An alert was displayed that hvli measurements were less than the lower limit. Also, the programming differed from the parameters programmed at the (B)(6) 2014 visit. With the new device, all measurements were in range and there were no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.